Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:analysis found the radiofrequency head was causing the telemetry problem, not the programmer, that the programmer head failed all uplink amplitude tests and had no telemetry. It also found that the rubber portion of the head's label was missing. Concomitant product: product ID 2090 programmer. (B)(4).